Manufacturer narrative:
The exams from the site are not available to be sent in for engineering review. Therefore we are unable to complete further investigation without the stealth archive. The site has been retrained on proper usage of the stealthstation.

Event description:
A medtronic ent representative reported that a surgeon alleged that the navigation system was inaccurate 2-3mm to the right while in an ent procedure. It was noted that there was no metal in the field. The procedure was completed successfully with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient weight not available from the site. The system's files have not yet been received by manufacturer for investigation. Software has not been evaluated as of the date of this report. The medtronic ent representative reported on (B)(4) 2012 that re-training has been provided to the system users on-site to ensure an improved tracing pattern.